Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the patient underwent initial surgery on his right hand (index and middle fingers) for arthritis on (B)(6) 2012. The patient experienced pain (on an unknown date) and an x-ray of the right hand was performed which showed a fracture in the distal tip of the proximal implant and the bone of his middle finger of the right hand. No related trauma or injury was reported. The patient underwent surgery and the implant was removed on (B)(6) 2013.